Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction; attach one-way valve, aspirated the iab twice while inside of the tray, and remove the balloon straightly with grasping it closely and removing it from the tray. Promptly after the iab was prepped and removed from the tray, the md attempted to insert the iab into the sheath which had been already inserted in the patient's left femoral artery. However, the balloon could not be advanced into the sheath and finally they removed only the iab and kept the sheath in the patient's femoral artery. Another 30cc balloon tray was opened and prepped, and the insertion of the second iab was successful. There was no reported patient complication or injury.